Event description:
There was no patient involved in this event. Pad unit has red flashing indicator light and low battery with pad-pak expiry of 4-2017.

Manufacturer narrative:
Information from the history log indicates the pad-pak was first installed successfully on the 30th october 2013 and the device performed to specification up to the (B)(6) 2015. On this date the device records a 14 minute event, data from saver evo shows the electrode pads were attached to an in range impedance. No shocks were advised throughout. 5 cycles of CPR were advised during the event. No further data was recorded up to the (B)(6) 2015. Between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015, the device recorded multiple failed self-tests due to a low battery. A test pad-pak was installed and the device passed a self-test. The device powered off with no warning given and the green status led flashed green. The pad-pak was measured and the measurements taken were not consistent with a pad-pak which expires 2019/10/01. This may be due to a fault with the pad-pak or the device in which the pad-pak had been installed. The pad-pak was then disassembled. Investigation found the fault was due to a failure of the pad-pak battery fuse. The battery fuse was replaced with a known good pad-pak fuse as the fuse from the returned pad-pak had blown during testing. Subsequent to the fuse being replaced, the voltage measurements taken increased to a level which would be consistent with the use of the device. This suggests a non-conforming fuse within the pad-pak had resulted in an additional load being applied across the cells causing the premature low battery warnings.